Manufacturer narrative:
(B)(6) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 narrative.

Event description:
No additional information received. Mat# 309653, batch# unknown. It was reported by the customer that syringe was pre-filled by pediatric pharmacy with epinephrine for administration to a 4-month-old in the cv surgical ICU. After beginning the infusion with a syringe pump, the nurse noted after a short time that there was fluid in the syringe barrel behind the plunger, indicating a likely leak somewhere along the plunger-barrel interface. New syringe/medication dose ordered and the leaking syringe was replaced. Verbatim: rcc received a complaint via email. Email(s) . Syringe was pre-filled by pediatric pharmacy with epinephrine for administration to a 4-month-old in the cv surgical ICU. After beginning the infusion with a syringe pump, the nurse noted after a short time that there was fluid in the syringe barrel behind the plunger, indicating a likely leak somewhere along the plunger-barrel interface. New syringe/medication dose ordered and the leaking syringe was replaced.

Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a0504 - leak / splash. Patient problem code: f24 - insufficient information.

Event description:
Mat# 309653. Batch# unknown. It was reported by the customer that syringe was pre-filled by pediatric pharmacy with epinephrine for administration to a 4-month-old in the cv surgical ICU. After beginning the infusion with a syringe pump, the nurse noted after a short time that there was fluid in the syringe barrel behind the plunger, indicating a likely leak somewhere along the plunger-barrel interface. New syringe/medication dose ordered and the leaking syringe was replaced.